Event description:
Reporter alleged the blood glucose monitoring device generated a result of "lo" on the screen prior to any solution being applied to the test strip. Reporter stated testing the controls solution on the device and the device continuing to display an err on the screen however once troubleshooting on the proper technique, the lo result appeared prior to the solution or finger being on the test pad of the test strip. Reporter indicated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect product and replacement product was sent.